Event description:
N/a.

Manufacturer narrative:
The generator circular foot pedal (ID: 901001cpedsrl ) was returned for evaluation. Device history record (DHR): no anomalies occurred during the manufacturing process. Failure analysis: the foot pedal had a loose connection which was exposing wires at the end of the foot pedal. The complaint was confirmed upon receipt. The technician repaired the loose connection exposing the wires at the end of the foot pedal connector. Performed an evaluation and function test. Unit passes all test. Root cause analysis: the complaint was confirmed in the complaint investigation. Potential root causes include insufficient insulation. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a generator circular foot pedal (ID 901001cped) had a loose connection exposing the wires at the end of the foot pedal connector. No additional information available.